Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted along with the entire system due to infection and endocarditis. Additionally, this device delivered an inappropriate tacky shock due to atrial fibrillation with rapid ventricular response days prior to be explanted. This device was returned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator was explanted along with the entire system due to infection and endocarditis. Additionally, this device delivered an inappropriate tacky shock due to atrial fibrillation with rapid ventricular response days prior to be explanted. This device was returned. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. The product was returned and analyzed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected. The reported allegations could not be confirmed.